Manufacturer narrative:
The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
Evaluation summary: customer report of "restricted leaflet motion" could not be confirmed through visual observation. No visible damage was observed from the leaflets. X-ray demonstrated wireform intact. Suture holes were evident around the sewing ring. Per r&d evaluation, ¿the valve appears to be slightly distorted that was confirmed by the radiography. Minor damages are evident on the sewing ring cloth that are most likely related to the valve implant/explant. No other abnormalities were present¿ the valve frame appears to be slightly distorted at commissures 1 and 3.¿ also, ¿under edward¿s standardized in vitro testing conditions, the leaflet motion and immediate functionality of the valve appears to be normal. The reported ¿restricted leaflet motion¿ could not be confirmed under the in vitro simulated testing conditions. There is no central hole detected under the tested conditions.¿ in this case, there are no findings from product and r&d evaluation to confirm a manufacturing defect. It is not known whether the valve became distorted while in the patient¿s annulus or during explant. Although the r&d functional test showed that the leaflet motion appeared normal under in vitro testing conditions, there is still a possibility that the leaflet motion may have been abnormal in vivo. It¿s possible that the valve may have been distorted while in the patient¿s annulus, which may distort the leaflets as well, causing restricted leaflet motion, however, the definitive root cause of the reported restricted leaflet motion could not be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The subject device was not returned for evaluation; therefore, the root cause of the event cannot be confirmed. It is unknown whether patient and/or procedure related factors may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 27mm aortic pericardial valve was explanted after an unknown implant duration due to restricted leaflet motion. As reported, the leaflet did not open. No other details were provided.